Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead exhibited high pacing impedance measurements with no capture. The physician repositioned the lead and all measurements were within normal limits and capture was seen. However, the patient's blood pressure begin to drop. An echocardiogram was done due to a suspected perforation, however no perforation was seen. Since the physician was concerned over the stability of the patient, he opted to implant a single chamber pacemaker instead of a dual chamber device. Following the procedure the patient was stable and all measurements continued to be within normal limits. The rv lead and pacemaker remain in service. No additional adverse patient effects were reported.